Event description:
Allegedly surgeon implanted a darco ups 3.5 over a cc distraction filled with cancellopure 10x50. He used the other section of the 10x50 wedge in a plantarflexory lapidus with another darco plate. At 3 mos, cc was non-union, but the ups plate was intact. At 6 mos, cc was still non-union, but the ups 3.5 had been compromised (one broken screw head, and a second screw backed out 3-4 full turns). The lapidus was partial union. He revised the cc with inbone yesterday. I attended the case. After removing the ups plate, he found the cancellopure nearly pristine and he pulled it out easily. Pathology (stat) found no inflammatory cells, so infection appeared ruled out.

Manufacturer narrative:
Investigation is not complete. This is a reportable malfunction. Add'l info has been requested. Trends will be evaluated. This report will be amended when the investigation is completed. This is the same event as 1043534-2008-00085, -00086.